Event description:
A customer reported a pixel issue on the pump display, which affected their ability to interact with and read the screen. There was no adverse impact to the customer's blood glucose level, as it remained within normal range. The customer switched to multiple daily injections for insulin delivery, and technical support arranged for a replacement pump, instructing the customer to return the faulty device using a pre-paid label within 10 days.